Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to a blood glucose level of approximately 400 mg/dl and seizures. Customer was treated with intravenous saline and insulin, and was released from the hospital the following day with no permanent damage. Reportedly, the non-tandem infusion set cannula became kinked, however, customer¿s blood glucose level did not stabilize after resolving the kinked cannula. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended.